Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator shut down with high pressure. It is unknown if the unit was in use on patient.

Manufacturer narrative:
Patient information was not provided by the customer.